Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found watertightness was not maintained due to holes in the curved rubber, the suction volume was insufficient due to the collapse of the forceps channel, the flexible tube of the insertion section was crushed, the coating of the image guide coil was peeling off, and watertightness of the operation part was not maintained. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the tracheal intubation fiberscope had leakage from the distal tip. Inspection and testing of the returned device found that the image guide coil coating was peeling. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. The event can be prevented by following ""handling and general precautions" found in the instructions for use which state. Olympus will continue to monitor field performance for this device.